Event description:
It was reported that the customer received an alarm and the insulin pump is squirting insulin. Customer stated the insulin is squirting out during the manual prime process. During the troubleshooting the customer stated the drive support cap is protruded. Advised the caller to discontinue the use of the device and revert to back up plan. The blood glucose reading was 280mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. The insulin pump received with cracked reservoir tube lip, cracked battery tube threads, scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.